Manufacturer narrative:
This report is submitted on april 20, 2020.

Event description:
Per the surgeon, the patient experienced a recurrence of skin granuloma and inflammation at the abutment site. The abutment was removed under a general anaesthetic on (B)(6) 2019. The patient was treated with oral and topical antibiotics and topical steroids. The implant remains in-situ.